Event description:
The reporter stated the surgeon attempted to insert an aq2010v silicone three piece lens but the leading haptic tore in the cartridge. There was no patient contact or injury. The reporter stated it was unknown as to why the haptic tore.